Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient was treated with IV antibiotics and oral over the course of several days to address the infection. The patient's system was later explanted to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.